Manufacturer narrative:
Concomitant medical products: product ID: 419488 lead, implanted: (B)(6) 2010; product ID: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and short v-v intervals. The lead was capped and replaced. It was further reported that the right atrial (ra) lead also exhibited noise. It was undetermined if the noise was external or not so the lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.